Manufacturer narrative:
The device was received for evaluation. During functional testing, an too low audible alarm was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an loose speaker on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an too low audible alarm during an unspecified process step. There was no patient involvement. No additional information is available.